Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt came into surgeon's office complaining of knee discomfort. X-rays were taken. Revision knee was scheduled. Broken component was removed."